Manufacturer narrative:
The reported event involving a pump module(s) ¿that the devices have issues with the led segments missing the "decimal place value.¿ could not be confirmed. Missing segments were observed in video provided by customer, but further investigation is needed for all devices. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the devices have issues with the led segments missing the "decimal place value." The issue was noted before patient use. It was reported the problem is only detectable during the "power-on-self-test" when the pump illuminates all the segments of the seven segment led display. For example, instead of 8, the display reads 6 or 9. There was no patient involvement. Received a copy of the customer's cmdsnet program report from health canada which states, ¿we have had a number failures where the led segments are missing in the decimal place value on our alaris modules model 8100. Thus far I am up to 16 out of 125 channels, and I am nowhere near done checking the channels. The problem is only detectable during the power-on-self-test when the pump illuminates all the segments of the seven segment led displays. I.e. Instead of 8, the display reads 6 or 9. Serial numbers affected: (B)(4).